Event description:
Description of event according to initial reporter: cook select platinum filter found to be fractured with fractured arm loosely trapped in filter. Filter and fragment removed with forceps. Patient outcome: required intervention to prevent permanent impairment/damage.